Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed leaking along the bottom seam near the ports. The event occurred after filling with tpn. The leak was discovered prior to patient use. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the administration port tube and the twist off protector. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition was due to lack of or an inconsistent application of cyclohexanone applied between the administration port tube and the top during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured between june 11, 2017 - june 13, 2017. The device was received in a condition (excessive mold and contamination) where an evaluation could not be performed; no functional testing was performed. The reported condition could not be verified due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.